Event description:
Literature report of a pt implanted with a deep brain stimulation system for epilepsy. The pt developed intermittent ystagmus. It was also reported the pt experienced one yr of worsened seizure control during active stimulation.